Manufacturer narrative:
A ge rep evaluated the system and replaced the camera and fluoro functions board. The system operates as intended.

Event description:
The customer reported a camera iris error which could result in a reboot required to initiate fluoroscopy xrays. No pt injury was reported.